Event description:
It was reported that the epidural catheter was placed pre-op without any complications. The patient was noted to have degenerative disc disease. During attempted removal of the catheter, it separated at a point 8.5cm from the tip, with a portion remaining in situ. The piece of wire guide was removed via a surgical cut-down. There were no patient complications.